Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a ¿connect cgm or enter bgm¿ message on the ilet home screen and noted that dosing had been stopped for over five hours while the dexcom cgm was in warmup; the user entered a blood glucose of 109 mg/dl and was later warm-transferred to the cgm manufacturer. Symptoms included hypoglycemia with a lowest reported blood glucose of 64 mg/dl. Outcomes included self-treatment with oral glucose tablets and juice, with no medical intervention, no hospitalization, and no reported acute complications. Investigation included device troubleshooting and user education, verification of bluetooth and wi-fi settings, and coordination with the cgm manufacturer. Investigation of this case revealed a loss of automated insulin dosing due to unavailable cgm data during sensor warmup and user misunderstanding that the device had stopped dosing. It was concluded that the device functioned as designed when cgm data were unavailable and that user education resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.